Event description:
The device was returned for tubing set misloaded issues. Upon initial evaluation, the dsps was found to have severe drag and was not pushing in correctly. An infusion was attempted and the pump displayed a tubing set misloaded warning. An internal investigation found the dsps was showing signs of excessive oxidation as well as the ball bearing on the fva flag. These parts were replaced and functionality was restored. It was also identified there was excessive contamination and moisture on the fva pins. The pins were cleaned and their lip seals will be replaced.

Event description:
The following has been reported: biomed reported: "reload cassette. Tubing set is misloaded. Error message keeps occurring." Patient harm: no a preliminary review identified the following issue: tubing set error (cassette not fully loaded) - dsps sensor grommet has been pushed down past its standard instillation location. An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.